Event description:
The caller stated that while in surgery, the anesthesiologist noticed difficulties in ventilating a pt. The pulmonary pressure was increasing. At this point, the surgery was stopped. The pt was extubated, and then reintubated with a new hi-lo 7.0 ett this morning (B)(6) 2010.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.